Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2017. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the cuff of a portex® suctionaid tracheostomy 9.0mm soft seal cuff tracheostomy tube could not be inflated. No injury was reported.

Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device detected no holes. Functional testing involved leak testing and found no leaks. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A review of the inflation test was performed on 32 devices and found no deflated cuffs. Based on the evidence, a root cause was unable to be confirmed. No fault was found with the returned device.